Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to cap damage. Cap sticking inwards position if pressed at a certain spot on cap and coming in contact with rotor. Cap was clean and no debris built up on outside edges. Small visible black mark on outside ofcap in the center due to contact with rotor. Also water port clogged in head due to debris built up in head.

Event description:
It was reported that a midwest e pro 1:5 ca overheated during use; no injury resulted.